Manufacturer narrative:
Per reporter, the discovery of the broken device was made prior to a surgical procedure. The patient had not yet been brought into the operating room; therefore, no patient involvement is being assessed for this event. It is unknown when the tip of the instrument actually broke; however, the discovery was made prior to a surgical procedure on (B)(6) 2015. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing site: (B)(4) - manufacturing date: march 27, 2013. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of an inner shaft for removal screwdriver was found to be broken off. The issue was discovered prior to a surgical procedure and before the patient was brought into the operating room. Another instrument was readily available for use during that procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ one inner shaft for removal screwdriver (part# 03.647.972 lot# 8185681) was returned with the threaded tip broken off. The tip is designed so the threaded removal shaft is small enough to access the internal threads in the head of the screw. Due to the small size of the inner shaft, it is susceptible to breakage when misused. The inner shaft (03.647.972) is a component of the removal screwdriver and is included in the set as an alternative method for removing screws. The technique guide includes a caution that if the inner shaft is not fully engaged prior to attempting subsequent screw removal technique steps, breakage of the driver may occur and could potentially harm the patient. Product drawings were reviewed during the investigation. The tip is designed so the threaded removal shaft is small enough to access the internal threads in the head of the screw. Due to the small size of the inner shaft, it is susceptible to breakage when misused. The tip could have broken from not fully engaging the screw prior to attempting removal as cautioned in the technique guide or due to the securing mechanism on the zero-p plate not being depressed towards the midline. The technique and conditions during removal are unknown and so the root cause is indeterminate. The complaint condition could not be replicated and the complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.